Event description:
It was reported that the insulin pump alarmed button error. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, missing end cap sticker, peeling address/serial number label and loose/protruded drive support disk noted during visual inspection. All buttons function properly. No button error alarms noted. However, moisture damage was noted on keypad traces during visual inspection.